Event description:
User facility voluntary medwatch received that stated: "pump was set to infuse at d10w at 7ml/hr at approx 2100. Pump infusing without difficulty - no alarms. Noticed 250ml bag empty at 0300. Pump recorded infusing 28.7 ml." Upon further query, the following info was provided that indicated that the pt received more medication than intended. The customer contact indicated that the 10% dextrose was being delivered through an umbilical cord catheter. The pump programming was checked by 2 nurses. At 0300, the nurse noted, the 10% dextrose container was empty. At this time, it was noted that the neonate "was moving and crying and had mild edema and increased urine output". The physician was notified and ordered unspecified lab work and a CT (computed tomography) scan. The CT scan found no swelling of the brain. Results of the lab work drawn were not provided. The device was removed from clinical service. The pt was treated with "2/3 of the maintenance dose to prevent hypoglycemia" with a replacement device. The customer contact stated that there were "no long term effects to the neonate." The customer contact indicated that a burette tubing set was not used during this delivery; but the nicu (neonatal intensive care unit) will be using them in the future. Though requested, the customer contact declined to provide add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).